Event description:
It was reported that the programmer had very slow reactions when the touch screen was touched, it was impossible to perform a threshold test due to this condition. Another programmer had to be used. The programmer was returned for servicing. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the reported event, the interrogation of an ipg goes very slowly and sometimes the programmer stops working. A new software installation was required. It was also noted that the cable of the stylus was damaged, and the cable bay was cracked. (B)(4).